Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Event description:
After a pvi procedure, the patient's blood pressure dropped and an ultrasound and fluoroscopy diagnosed a cardiac tamponade. A pericardiocentesis was performed which drained approximately 300 ml of blood from the pericardium. Protamine sulfate was administered and transfusion of 4 units of blood was performed. The physician did not correlate the incident with any abbott device performance. Next day morning the patient was stable. There were no performance issues with any abbott device.